Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a varix using a pod packing coil (pod pc). During the procedure, the physician successfully placed the initial ruby coils in the target vessel using a non-penumbra microcatheter. While attempting to advance the pod pc through the microcatheter, the physician felt resistance after advancing the pod pc approximately five to ten centimeter into the microcatheter; therefore, the pod pc was removed. The physician then made a second attempt, but the pod pc would not advance; therefore, it was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.